Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this device had two non-sustained electrograms with noise that occurred three months apart. Noise on one of the electrograms was oversensed resulting in inhibition of therapy for three seconds. It was noted that patient did not have an underlying rhythm and this caused the shock electrogram to appear flat.